Event description:
The customer reported that the citadel bed is not functional. There was no indication of patient involvement, and no injuries were claimed. The device was swapped out and inspected by an arjo representative. During the inspection, it was observed that the bed was lowering by itself.

Manufacturer narrative:
The bed was evaluated at the arjo service center. During the inspection, it was found that the inner wire of the left foot side rail was pinched, and this malfunction triggered error code e410 (service error). The cause of the cable damage is unknown. It was suggested that this issue could have contributed to the alleged unintended bed movement. However, the reported issue (the bed lowering by itself) could not be reproduced during the evaluation. The problem was resolved by replacing the left foot safety side rail, including the side panel and associated cable. The instructions for use (IFU) for the citadel bed (830.213-en) state that caregivers should check the operation of the side rails daily. A review of post-market surveillance data indicates that unintended bed movements may be related to unintentional operation of the bed¿s functions during use. The IFU includes information about the function of lock-outs: ¿lock-outs ¿ lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of the bed.¿ based on the collected information, the exact root cause of the alleged bed movement could not be identified. Arjo device failed to meet its specification since the bed was lowering unintentionally. The device was not used for a patient treatment at the time of the event. The complaint was assessed as reportable due to the allegation that the bed lowered on its own. The UDI number is not available as the device was manufactured before UDI implementation.